Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), the anspach motor overheated at the beginning of the procedure. There was a surgical delay of 1 hour.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor overheats. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor overheats failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request # (B)(4)). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) and the reported event was not confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request # (B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
During a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio), the anspach motor overheated at the beginning of the procedure. There was a surgical delay of 1 hour.